Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero needless connector has connection issues the following information was received by the initial reporter with the following: it was reported by the customer that charge none of us were able to unscrew the maxzero cap from the patient's central line in order to draw blood cultures. We utilized several pieces of equipment as well including a tourniquet and hemostats. As a result, cultures were not drawn, and cap remained online.